Event description:
The facility reported a pump with depleted batteries. It is unk when this condition occurred. There was no pt injury or medical intervention necessary according to the hosp representative.

Manufacturer narrative:
Evaluation summary: the condition of depleted batteries was confirmed. Inspection of the device revealed that the pump's batteries were depleted and potentially damaged and were replaced on-site. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA mdq-CAPA-132, which was opened on april 1,2005.6000001-2/25/05-004-c